Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that a patient was transferred to a second ventilator. There was no patient harm/injury as a result of this event.